Event description:
The vitrectomy cutter tip broke while it was in the pt's eye. The tip remained attached to the shaft of the cutter. The cutter was removed from the eye with no injury to the pt.

Manufacturer narrative:
An investigation has been initiated to determine the cause of the failure.